Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The most probable cause of the reported no image malfunction was due to the image processing board broke down or the normal signal was not input to the monitor. The legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
During troubleshoot via telephone with the technical assistance center, the customer was transferred further troubleshooting. The customer was called back for follow up and the customer stated the reported no issue was resolved but did not provide how it was resolved when asked. No device was returned for evaluation; therefore, the root cause of the reported malfunction cannot be determined at this time. However, the investigation is ongoing; if additional information becomes available, this report will be supplemented accordingly.

Event description:
During an unspecified event, the high definition liquid crystal display monitor reportedly had no image when using the wireless image transmitter unit. The customer is using the serial digital interface (sdi) in. No patient injury or harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the customer and to update the following sections: b5, g3, g6, h2, h6 and h10. The investigation is ongoing; however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The lead biomed at the user facility further reported, the reported no image malfunction occurred during preparation for use. There was no delay and the intended procedure was completed using another device. No other devices were involved or replaced. No device will be returned.